Event description:
It has been reported to philips that there were random problems with the footswitch. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. Philips has started an investigation of this complaint

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the pedal has random problems. Upon further inspection, the fse found errors in footswitch as they were not tapping. Fse replaced the pedal. After replacing the pedal, the system was returned to use in good working order. The codes were updated based on the investigation outcome.